Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2. Jaws of hemopro were bent or damaged inserting them into cannula prior to being used on patient. It was not connected to generator as damage was noticed ahead of time. No patient harmed. New hemopro was used to finish case.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67)the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period aug 2019 to jul 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device (10/114 & 22) enter investigation findings: the device was returned to the factory for evaluation on 08/23/2021. An investigation was conducted on 08/23/2021. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the harvesting handle. The heater wire was observed to be flexed and bent away from the hot jaw from the base with detachment at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. No electrical testing was done to the extent of the damage of the heater wire. Based on the returned condition of the device, the reported failure "material twisted/ bent wire" was confirmed.